Event description:
It was reported that the adaptor was implanted after the "use before date". The device remains implanted and in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events where the product remained in use; date range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 2 events (event type code serious injury). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.